Event description:
Attorney reported: in 2003 - pt presented to the ER with abdominal pain and tenderness. Pt was diagnosed with a recurrent wall hernia with incarceration of the small and large bowel. On two weeks later - ck mesh (lot 437nd268) was used to repair the hernia. ( no dates specified) after implant of the mesh, the pt complained of recurrent abdominal pain. In 2004 - doctor noted that shrinkage and failure of the product may be causing pt's pain. (No dates specified) pt repeatedly complained of severe abdominal pain in the area where his ck patch was implanted. In 2006 - pt was re-operated upon because of complaints of abdominal pain and abdominal discomfort. The operative report notes, "marked fibrosis between the layer of the composix mesh and the fibrofatty tissue of the pt." Upon further inspection, the surgeon noted that "at the most superior portion of the mesh, there was an area of approx 1.5 to 2 cm that was separated. It appeared to be that of the periphery of the mesh, where it may have either shrunk or has torn away." The surgeon proceeded to repair the mesh.

Manufacturer narrative:
No DHR review performed because the lot number 437nd268 provided by the initial reporter has been determined not to be a valid lot number. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.